Manufacturer narrative:
Between may 2005 and august 2007. The device was not returned for evaluation and review of the device history record was not possible as the lot number is unknown. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU. Arya, et al. Long-term results and the predictors of outcome of catheter ablation of atrial fibrillation using steerable sheath catheter navigation after single procedure in 674 patients. Europace (2010) 12, 173-180.

Event description:
It was reported in a literature article that tamponade occurred. The patient presented with atrial fibrillation for a circumferential left atrial pulmonary vein ablation. An agilis steerable sheath was used in the procedure. The tamponade was noted during or immediately after ablation. The patient was treated with subxyphoid puncture. Additional information was requested, but is not available.